Event description:
It was reported that the monitor repeatedly failed during use and restarted on its own after about 2 minutes. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.